Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery. Reportedly, the customer's blood glucose level was 245 mg/dl. Contact indicated that the customer will administer a correction bolus with manual insulin injections.